Event description:
Additional information received that indicated inappropriate anti-tachycardia pacing (atp) was delivered by the right ventricular (rv) lead due to the sensing noise. Insulation damage of the rv lead was alleged but was unable to be confirmed. Provocative testing was performed and reproduced the noise. Additionally, diagnostic imaging was performed, but no abnormalities were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.